Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. All catheters undergo 100% inspection during the manufacturing process. The catheters are designed in such a way that the proximal winding will slip or the balloon will burst under excessive force. This design prevents the force from being applied to the catheter body and breaking inside the patient and also prevents excessive force from being applied to the vessel itself. Therefore, to separate the catheter tip, a considerable amount of force must be placed on the catheter. The instructions for use (IFU) cautions the user that balloon degradation and rupture may result from exposure to adverse environmental conditions, excessive handling, or deposits within the vessel. This document represents our final report.

Event description:
Declot av graft left upper arm - "as catheter was exiting vessel for second time, the tip was noticed to be missing. The tip was located at the vessel opening." Patient status - "stable".

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.